Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was not confirmed. The device passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 23dec2019 to the present date 05jan2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200303799 for circuit failure which does not correlate to the customer reported issue.

Event description:
It was reported that the device would not turn on. There was no patient involvement.